Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain that radiated at the backside of the leg. It was noted that the patients ipg had limited stimulation therapy to run high rate energy. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1140 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that the patient was experiencing inadequate stimulation and pain that radiated at the backside of the leg. It was noted that the patients novi ipg had limited stimulatin therapy to run high rate energy. The patient's ipg was replaced with wavewriter alpha and that the patient was doing well postoperatively. The explanted ipg will be returned for analysis.